Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to external electromagnetic interference oversensing. The patient will be seeing in the clinic for follow up. This s-ICD remains in service. No adverse patient effects were reported.